Event description:
It was reported intermittent occlusion alarms occurred. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further troubleshooting and did not provide additional details.